Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012150019); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an experienced nurse loaded the valve. A load check was performed, which showed a crown overlap until node 3.5. A pre-dilatation was performed with a 24 balloon. The valve was deployed until 80 percent. The valve was under expanded and placed too low. A recapture was performed and the valve was placed again. Infolding occurred when the valve was re-deployed. The valve was removed from the patient. A replacement valve was loaded by the same nurse. The load check was performed and identified crown overlap until the 2nd node. The replacement valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 h2 h3 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed all leaflets were in a partially closed position with a gap between the free margins. All leaflets were severely dehydrated and stiff with minimal flexibility. The tissue showed signs of deep creases and frame imprints. All commissures were dry; appeared intact. The valve was discolored showing evidence of blood contact. The device was received compressed. The tissue around the valve skirt appeared severely dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Conclusion: this additional information does not impact the previously completed investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened and with a valve partially deployed. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There were scratches to the distal end of the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage to the distal end of the inner member sheath. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. In this case, a recapture was performed and the valve was placed again. Infolding occurred when the valve was re-deployed. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's eccentric calcium contributed to the infold. Additionally, images provided for review indicated that an inflow-crown overlap beyond node 4 was present during the loading which likely contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 3 fluoroscopic images and 2 cine loops of the fluoroscopy-check and implant procedure were provided for the review. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including but not limited to inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. An inflow-crown overlap beyond node 4 was present during the loading according to the provided images. This made the occurrence of the subsequent infold during valve deployment very likely. As per recommendation, the implant team replaced the first valve with a new one and successfully treated the patient with this new evolut. No adverse patient effects were reported. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, the patient's eccentric calcium contributed to the infold.